Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test and force sensor test. No unexpected pump error alarm noted during testing. Pump error alarm found in the pump history due to software error. Pump was received with missing reservoir tube o-ring and missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer.

Event description:
The customer's family member reported via phone call that the insulin pump screen was scratched and alarmed multiple pump errors, reservoir lip ring was off. The customer¿s blood glucose level was 223 mg/dl at the time of the incident. The customer also reported that the reservoir able to lock in place. The customer was assisted with troubleshooting. Customer reported that they can read the display. Customer was able to clear and rewind the insulin pump, self test was passed. The customer was replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020; medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.